Event description:
The user facility stated that they were experiencing an issue when using the telemetry device and monitoring pulse oximetry ("spo2") only. When ECG leads were not connected to the pt, the user facility claimed that they would get no alarms at the central monitoring station with spo2 alarms limits were violated. The user facility reported that there was no adverse outcome to an pts being monitored.

Manufacturer narrative:
MFR conducted an investigation and found the following: if no ECG cable is connected to the pt and the ECG waveform and heart rate parameters are removed from the central station pt tile, the central station will not provide an audible or visual alarm when spo2 alarm limits are violated. The system will continuously display the following technical violation visual messages: "tlm alarm sus" (telemetry alarm suspend) and "ECG-11 lead fail". Both technical violation visual messages will appear in reverse yellow and will toggle back and forth from one message to another on the system's screen. Additionally, both technical violation visual messages will remain on the system's screen at all times. The system's software is designed so that during periods of perceived ECG drop-out (such as that listed above where the ECG cable is not connected to the pt and the ECG waveform and heart rate are removed from the pt tile), the system's software delays sounding alarms in order to give the system time to recover from the drop-out and regain signal. It is believed that this feature of the system's software is causing this to occur. MFR is evaluating the software to determine the best solution. Until a solution has been identified and implemented, existing and new customers will be provided with a letter and insert for the operations manual which will indicate that monitoring of ECG is required when monitoring spo2.